Event description:
As the surgical technologist was setting up for their surgical procedure prior to patient arrival in or room, the tech identified a concern with the x-ray detectable sponges 4x4 (vistec). Black pieces of something were identified in between the woven material. Upon further review the rn and tech in the room identified what looked to be bugs in the sponges. The sponge pack was removed from the surgical field and the entire lot of this specific product was pulled from the shelf. The vendor supplier ((B)(4)) will be notified about the product from covidien.